Event description:
It was reported that there was a medical or therapy problem with the stimulation device. It was in the wrong location and had to be adjusted often to get the pulses where they were supposed to be. Patient stated she was a diabetic. She also stated that she experienced symptoms of cramps, muscle spasms, kidney stones, and "passing blood clots". In addition, she was having a hard time ingesting food. Patient wanted to know if she could have a gastric device and a interstim device simultaneously. Patient also inquired about a rechargeable interstim system because her system "went out" 3 weeks ago and cannot be replaced for another 4 weeks.

Manufacturer narrative:
Product ID 3093-28 lot# v240154 serial# implanted: 2009-(B)(6) explanted: product typ lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).